Event description:
Information was received from a manufacturer representative. It was reported that when sitting in the docking station, the caller's demo recharger just flashes the battery indicator lights rapidly up and down. Caller stated while out of the dock the recharger appears completely dead as no lights are on and recharger had been sitting in the dock for well over a day. Technical services had caller attempt to reset the recharger but they indicated they had tried this already and when pressing down the power button, there were no lights on whatsoever. The issue was not resolved through troubleshooting. The caller was redirected to contact customer service or demo center for replacement demo unit. Technical services consulted with repair and they didn't need device back for analysis since it is labeled "not for human use" so technical services reviewed that caller can discard device. Additional information was received from a manufacturer representative (rep). In response to an inquiry regarding whether a root cause had been identified during troubleshooting, the rep reported that nothing was determined by tech support. All likely troubleshooting efforts had failed.

Manufacturer narrative:
"This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.